Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the stent delivery catheter and deflated the occlusion balloon. The physician looked on the fluoroscope and noticed that the flow was medium and a large amount of "grumis" was still inside the vessel. The physician decided to remove the particulate and reinflate the occlusion balloon to 5mm and occluded the vessel. The physician inserted the aspiration catheter and aspirated the vessel twice and was able to remove the particulate. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician attempted two add'l times reloading the hypotube into the adapter and still no success. The physician tried to cut the hypotube, but the occlusion balloon would still not deflate. The physician loaded the hypotube into the adapter and tried again, still no success. The physician pulled the inflated occlusion balloon back through the stent and the occlusion balloon deflated. The pt's level became elevated and was treated with nipride. The pt is reported to be doing well.